Event description:
The stent became dislodged from the balloon prior to getting over the iliac arch. The stent was deployed where it landed.

Manufacturer narrative:
As the catheter was not returned a proper investigation cannot be conducted. We have not been able to determine any fault due to mfg. With no add¿l procedural details, the catheter in question or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.